Event description:
Customer received result of 384 mg/dl on the mobile system, and a result of 130 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in the mobile system. Device will not be returned to manufacturer.